Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the device tested positive for one (1) colony forming units (cfus) of coagulase-negative (B)(6). The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning, the customer suctions water from the channels and flushes the air/water and auxiliary washing channels. The customer does not use detergent during pre-cleaning. During manually cleaning, the customer uses detergent aniosyme x3 and brushes the operating/suction channel, the suction piston and the port of the operating channel with brushes manufactured by asept inmed. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The customer vertically hangs in the scopes in a drying cabinet (hysis). Olympus if the customer¿s maintenance company. The device was returned to olympus for evaluation. There was peeling glue on bending section cover and the key top 1 was worn. The device also failed the angulation system functional test (less angulation). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for two (2) colony forming units (cfus) of enterococcus faecalis and acinetobacter pittii. The issue was found during a routine culture of the scope. All channels were sampled. The sampling occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.